Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in the right coronary artery. A 12 x 2.75 promus elite drug-eluting stent was advanced and deployed. Following the procedure, the patient was transferred to a cardiac care unit. At night, the patient experienced chest pain and developed hypotension; and the blood pressure dropped. Cardiopulmonary resuscitation was performed immediately but the patient died. The official cause of death was cardiac arrest, and autopsy was not performed.